Manufacturer narrative:
Product event summary: sewing ring associated with (B)(4) with lot number r022597 was not returned for evaluation. Review of the manufacturing and inspection records confirmed that the sewing ring met all requirements prior to release. Visual evidence provided by the site revealed that the polyester was partially detached from the metal ring, thus confirming the reported event. Based on historical review of similar events, the most likely root cause of the sewing ring damage may be attributed to deviations from procedure during the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, the ventricular assist device (vad) sewing ring textile detached from the metal portion with blood leakage from the left ventricle to the pericardial space. The sewing ring was exchanged. No further patient complications have been reported as a result of this event.